Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but this reference is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports. Investigation results: we received for investigation one celsite babyport s access port from batch nr36915584 with its catheter still connected. The connection ring has not been returned for investigation. An injection test was performed. No leak has been detected, the liquid flows normally after having placed the system under pressure and injected some liquid through it, the device is leaking at the level of the catheter connection. The examination of the catheter under binocular magnifier allows us to see a small hole on the catheter and forceps marks are visible around this hole. Conclusion: the catheter leak is due to a small hole on the catheter at the level of the exit cannula. This defect could have been done before or during the implantation procedure. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring (not returned for analysis in this case). Two hypothesizes can be ventured: this defect has been done during the manufacturing process. However this defect is not characteristic of a defect done by a manufacturing tool. We have never detected this type of damage during production. This hypothesis is unlikely. This defect has been done during the implantation procedure, probably while mounting the catheter on the exit cannula. The babyport catheter is a very thin catheter and extreme care should be taken when sliding the catheter over the exit cannula, and during the connection of the connection ring. The catheter and the connection ring should be mounted along the axis of the exit cannula without unguarded forceps. The IFU specifies: " during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments. Always verify that the port and catheter are functional by aspirating 2 ml of blood into a syringe and injecting 5 ml of sodium chloride (nacl) 0.9% before attempting to start an infusion. If aspiration of blood is not possible, attempt to slowly inject 2 ml of sodium chloride (nacl) 0.9% into the port. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected. In this case, device integrity should be verified using x-ray and contrast media studies. During treatment, the infusion should be stopped immediately if any pain or swelling is noted or if blood return is absent. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected." This is an isolated incident, no corrective action is envisaged.

Event description:
Port insert on (B)(6) 2017 with enteral lipid intolerance. Since then, haematomas repeated subcutaneously in the area of the port chamber after pulling the gripper needle. Blood reflux through the port system down to the infusion line after the infusion has been correctly peeled off. Questionable leak in this area. Measures taken: operational exchange of the entire port-à-cath system on (B)(6) 2018.